Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked reservoir window was noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 166 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)